Event description:
This rv lead was implanted on (B)(6) 2002 and still remains implanted at this time. During routine check up last (B)(6) 2016 patient has been unwell and showed a positive signs of infection. The physician booked immediate blood tests and put patient on antibiotics. The physician booked immediate blood tests and put patient on antibiotics. The physician was dr. (B)(6) at (B)(6) in (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).